Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Concomitant medical products: listed as concomitants : ICU medical ch10, ICU medical ch3034, ICU medical spiros.

Event description:
It was reported that 20 to 30 air-in-line alarms had occurred at night when infusing a continuous 24/hr. Blinatumomab infusion at an unspecified rate. Although the patient experienced an interrupted of sleep, the rn stated: ¿that the patient harm in this case, asides from constant interruption of sleep, is delay in dose completion". "The staff had to change their practice to accommodate the constant delays with the air- in line alarms and now as a result discard the remaining volume left to be infused at the 24-hour mark, as opposed to when the dose is complete¿.